Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm14060 vascular stent graft allegedly experienced fracture, failure to deploy, and misfire. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed 1158 - positioning failure, 1260 - fracture, and 2532 - misfire. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm14060 vascular stent graft allegedly experienced fracture, failure to deploy, and misfire. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.